Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 75% stenotic lesion with moderate calcification was located in the moderately tortuous proximal to mid eccentric left anterior descending artery. The physician advanced the 3.00x16mm taxus express2 drug eluting stent delivery system to the lesion, but was unable to cross. The device was removed from the pt and the physician observed that the distal edge of the stent was lifted up. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "no problem".

Manufacturer narrative:
Pt over 18 years. Device evaluation: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).